Event description:
It was reported that the switch was in neutral position and the univ modular electric/battery double trigger handpiece was still running. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.